Event description:
Customer reported via phone, the insulin pump had alarmed button error. He attempted to resolve the issue by changing the battery but alarm didn't clear. Customer's blood glucose was 171 mg/dl. He had the device in his pocket. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed button error after it boot up and the esc and act button had intermittent button responds due to flattened dome switches. The device had cracked lcd window, cracked case at the lcd window corners, cracked reservoir tube lip, scratches on the reservoir tube window, and cracked battery tube threads.